Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 430cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with right breast anisomastia during an in-office visit with a medical professional. As a result, the patient underwent bilateral removal and replacement with 440cc mentor memorygel boost breast implants on (B)(6) 2024. However, during the surgery, the right breast implant was found to be ruptured. There were no reported procedural delays or patient consequences due to the discovery.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 11, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 23, 2024, mentor was notified that the patient was diagnosed with bilateral capsular contracture (baker grade ratings unknown) with accompanying asymmetry and breast pain which was the cause for undergoing breast revision surgery. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the right breast prosthesis. On september 25, 2024, mentor was notified that the patient was diagnosed with bilateral baker grade IV capsular contracture. On september 30, 2024, mentor completed a reevaluation of the device per the newly reported event details. The following was added to the device evaluation: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).